Manufacturer narrative:
Block e1 (initial reporter first name and last name) has been corrected. Upon receipt at our post market quality assurance laboratory, the returned intellamap orion catheter was visually inspected, and it was observed that the central support was damaged. The reported event of array damaged/defective could not be confirmed. For the observed event of central support damaged, it is most likely that it was related to some other factors such as handling of the device, the technique used by the physician, and the normal difficulties encountered during the procedure which could have possibly affected the device performance and its integrity.

Event description:
It was reported that the array was damaged or defective. During a paroxysmal atrial fibrillation procedure, an intellamap orion was selected for use. It was observed that one of the orion splines was broken. No additional information was provided. The procedure was completed using a different device of the same model. There were no patient complications. The device has been returned for analysis.

Event description:
It was reported that the array was damaged or defective. During a paroxysmal atrial fibrillation procedure, an intellamap orion was selected for use. It was observed that one of the orion splines was broken. No additional information was provided. The procedure was completed using a different device of the same model. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.